Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed under-sensing on the right atrial (ra) lead and implantable cardioverter defibrillator (ICD), which resulted in misinterpretation of signals and delivery of inappropriate anti-tachycardia pacing (atp). No intervention was reported, and there were no patient consequences.